Event description:
Patient called to report she had an allergic reaction with a sensor. The allergic reaction was near the sensor adhesion, had itching, redness, hives, and she had to remove the sensor because of irritation. The patient had a routine check-up with her doctor (md) in march and she showed the irritation to the doctor. The doctor told her to use hydrocortisone and that it was a common complaint. The allergic reaction goes away after two to three days. At the time of the report the patient indicated she continues to have an allergic reaction.